Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try several troubleshooting steps, but the screen remained unresponsive, and a red led was blinking around the button, with the pump vibrating intermittently. The pump, which was under warranty, was replaced by technical support, and the customer was advised on steps to follow upon receiving the replacement, including using an alternate method for insulin delivery in the interim and returning the faulty pump.